Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with a cracked reservoir tube lip and cracked battery tube threads.

Event description:
Customer reported receiving a button error alarm. The blood glucose reading was 63 mg/dl. Customer stated that the blood glucose was low due to exercising, and she treated with glucose tabs and dinner. Nothing further was reported.